Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 15.7cm was returned for analysis. External insulation abrasions were noted at 13.1-13.5cm, 13.6-13.8cm, and 14.4-14.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.